Event description:
It was reported that patient underwent an initial acl repair on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to discomfort. While trying to remove the implant, the removal instrument fractured. No fractured pieces fell into the patient and alternative instruments were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument misuse, by product being put through bending fatigue overload, and/or not inspected for wear and disfigurement prior to use.